Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011, the patient was implanted with a spectra penile prosthesis (spp) device. It was reported the patient experienced an infection around the implants. On (B)(6) 2011, the entire system was explanted and replaced with just a left cylinder.